Manufacturer narrative:
E1 reporter phone number -(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a low leak-co2 rebreathing risk alarm error message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The air delivery flow accuracy test verifies the accuracy of the air flow sensor and function of the blower. The pse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).